Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 335 mg/dl, which was treated with a bolus delivery. Customer's blood glucose at the time of call was 411 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that infusion set had air bubbles. Customer was not able to complete troubleshooting due to not having a tubing clamp in order to perform high pressure test. Customer was advised to change infusion set , reservoir and insulin and to call when in receipt of tubing clamp.